Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and ran insulin through the tubing and successfully resumed insulin therapy. Customer¿s blood glucose level was in the high 300's mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.